Manufacturer narrative:
Correction: h6 health code. The reported event was confirmed, since evaluation of the report and guide design does find the incorrect scans were uploaded and approved. The prophecy team conducted an investigation into the reported incident. According to their review, "originally, CT-scan files containing the incorrect leg side for the proper patient were identified and reported by the prophecy team. On a second attempt, new CT-scan files containing a right leg side were uploaded and used to create the prophecy plan but did not correspond to the appropriate patient." Further investigation into the incident also determined that the rep did not create the cd that was uploaded. The cd with the scans was given directly to the rep by the surgeon or their collegue, and the rep uploaded them to the prophecy portal per normal procedure. It was also noted the surgeon reviewed the guides and scans and approved. Based on the investigation, the root cause was determined to be a user related issue. The failure was caused by the surgeon providing the wrong scans and approving them. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During a prophecy case, a severe mismatch was identified between the patient-specific inbone trial blocks and the patient¿s anatomy. Although the blocks, case numbers, patient name, and webops shipment information all aligned correctly, the blocks did not fit intraoperatively. A detailed review comparing the patient¿s original CT scan from the scanning facility to the native CT in the surgeon¿s pacs system confirmed that both accurately represented the patient¿s anatomy. However, the CT images displayed in the prophecy report reflected anatomy inconsistent with patient r.f. Subsequent comparison with the patient¿s x-rays further confirmed that the CT used to build the prophecy report did not belong to this patient. This appears to be an extremely rare occurrence and raises concern that another mismatched scan and corresponding block set may exist. Verification and troubleshooting are needed to confirm the issue and prevent recurrence.

Event description:
During a prophecy case, a severe mismatch was identified between the patient-specific inbone trial blocks and the patient¿s anatomy. Although the blocks, case numbers, patient name, and webops shipment information all aligned correctly, the blocks did not fit intraoperatively. A detailed review comparing the patient¿s original CT scan from the scanning facility to the native CT in the surgeon¿s pacs system confirmed that both accurately represented the patient¿s anatomy. However, the CT images displayed in the prophecy report reflected anatomy inconsistent with patient (B)(6) subsequent comparison with the patient¿s x-rays further confirmed that the CT used to build the prophecy report did not belong to this patient. This appears to be an extremely rare occurrence and raises concern that another mismatched scan and corresponding block set may exist. Verification and troubleshooting are needed to confirm the issue and prevent recurrence.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.